Event description:
It was reported that pump issued cartridge alarm 20, and customer confirmed similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a plan to use alternate insulin method if needed, and technical support arranged replacement pump shipment with updated software, provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and cgm on replacement, all of which customer understood and acknowledged.